Event description:
It was observed in the device evaluation that the subject device exhibited fluid on the control body. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the foreign material finding could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.